Event description:
It was reported to philips that the system's monitor was not working, which could impact imaging display. No harm to the patient or user was reported. Philips has started an investigation of this complaint.